Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing pain at their ipg site. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.